Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-6101. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The communication issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a53 (android 13) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a through investigation, we found that when app try to read the pump device info, where the issue is causes due to gatt client is not provided by the server . Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try this steps on the pump side: remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds) turn the pump back on. Try these steps on the mobile device: advanced steps: clear data of bluetooth app: settings -> apps -> manage apps -> find and tap on bluetooth app -> clear data reset network settings: settings -> connection & sharing -> reset wi-fi, mobile networks, and bluetooth -> reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a53 (android 13) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a through investigation, we found that when app try to read the pump device info, where the issue is causes due to gatt client is not provided by the server . Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try this steps on the pump side: remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). Turn the pump back on. Try these steps on the mobile device: advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data. Reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.